Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was (B)(6) infection. The outcome was resolved without sequelae. Interventions included explanting and replacing the device. Diagnostic methods included laboratory testing which showed (B)(6) infection. Laboratory testing included blood test and urine culture. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was (B)(6) infection. Relevant medical history included: non-malignant pain.